Event description:
Insertion post from dental implant could not be detached from implant. Implant could not be placed.

Manufacturer narrative:
Device was not returned. No evaluation possible. Manufacturing documentation revealed that the product was released according to specifications. Dentist should have consulted instruction for use to prevent this from happening.